Event description:
The consumer states his chair is slowing down when going forward, backward, or turning corners. He states the chair also pulls to the right. This is an intermittent problem. His joystick was part of the joystick recall, but was never changed out. We contacted the dealer and left a message to call back. The chair was originally purchased through the va in (B)(6).